Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6 h2, h6, h11. Corrected fields: e3 (occupation).

Manufacturer narrative:
Updated fields : b4, d9, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes , investigation conclusions),h11. A getinge field service engineer (fse) evaluated the unit and found that the pump diaphragms were torn, causing the autofill failure alert. The 5000 hour maintenance kit needs to be replaced. The fse replaced the pump diaphragms for temporary use and the 5000 hour kit is currently waiting for the customer repair approval. The parts were retained by the customer. All functional and safety checks to meet factory specifications were performed.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump had an autofill failure alarm. No patient was involved.

Manufacturer narrative:
Additional information: due to characterization limit e1 (initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.